Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported error code 1000. There was no report of patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-04012.